Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that patient will undergo ipg replacement for unknown reason.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Device malfunction was suspected with the explanted devices. Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead; model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patient will undergo ipg replacement for unknown reason.

Event description:
A report was received that the patient will undergo ipg replacement due to inadequate stimulation.

Event description:
A report was received that the patient will undergo ipg replacement due to inadequate stimulation.